Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s- ICD) exhibited t-wave oversensing in primary and secondary sensing vectors resulting in delivery of inappropriate shocks in several different stored episodes. It was noted that the patient more recently experienced a ventricular fibrillation (vf) arrest with anoxic event. It was noted that the patient has morphology changes and a very poor r-t ratio with higher rates, which, results in t-wave oversensing. Technical services (ts) discussed the potential that alternate sensing vector will likely produce the same results and discussed the potential need for a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the device was reprogrammed to primary sensing vector and oversensing of noise and ongoing t-wave oversensing was observed resulting in storage of an untreated episode. The device was then reprogrammed to alternate sensing vector and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.